Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented for follow-up, externalized conductors were noted. Electrical function of lead was tested and no anomalies were detected. Lead remains implanted and the patient will be monitored.